Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation pulmonary vein isolation a farawave catheter was selected for use. During the procedure the guidewire became stuck in the and was unable to maneuver in catheter or remove from catheter. The catheter was replaced and the were no further issues with the guidewire. The catheter was replaced. The procedure was completed without any patient complications. The device will not be available for return due to disposal.